Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt expired on (B)(6) 2013 of encephalopathy, likely related to his anoxic brain injury. The pt was very ill at the time of his lvad implant and was in refractory cardiogenic shock. It was noted that the pt never left the hospital after implant. The pt went into biv failure and was placed on bivalirudin and arrested. At explant, thrombus in the pump was confirmed.

Manufacturer narrative:
Due to the device not being available for evaluation, the reported event of device thrombosis could not be confirmed through this evaluation. However the device¿s approved labeling lists device thrombosis, stroke and right heart failure as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.